Event description:
During a percutaneous transluminal coronary angioplasty/stent, when attempting to deploy a stent the balloon ruptured and md was unable to deflate the distal portion of the balloon which was in the stent. After many attempts the balloon was finally removed from the body with the stent still in place. Pt was returned to coronary care unit in stable condition. Mfg notified and balloon returned to mfg.